Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4794 ml during drain 2 of 3 of treatment. This drain volume is 192% the patient's largest prescribed fill volume of 2500 ml. The patient also experienced an m75 volume error warning during fill 2 of 3 of treatment. As a result of the iipv event, a new cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed treatment was completed using manuals on the night of the reported event and reverted to using manuals pending receipt of the replacement cycler. The patient will receive a new cycler and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4794 ml during drain 2 of 3 of treatment. This drain volume is 192% the patient's largest prescribed fill volume of 2500 ml. The patient also experienced an m75 volume error warning during fill 2 of 3 of treatment. As a result of the iipv event, a new cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed treatment was completed using manuals on the night of the reported event and reverted to using manuals pending receipt of the replacement cycler. The patient will receive a new cycler and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4794 ml during drain 2 of 3 of treatment. This drain volume is 192% the patient's largest prescribed fill volume of 2500 ml. The patient also experienced an m75 volume error warning during fill 2 of 3 of treatment. As a result of the iipv event, a new cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed treatment was completed using manuals on the night of the reported event and reverted to using manuals pending receipt of the replacement cycler. The patient will receive a new cycler and will resume therapy using the new cycler upon receipt. The cycler was reported to be available for return to the manufacturer for physical evaluation.